Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that before a pulse field ablation procedure, during the farawave catheter preparation, the catheter was flushed using the smart ablate pump and a leak was identified at the flushing side port of the catheter. The catheter was subsequently replaced with a new catheter, and the procedure was completed with no patient complications.